Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was subjected to bench handling, stress testing, hipot, and leakage testing without duplicating the malfunction. The device's analog board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection, the device failed the leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.